Event description:
It was reported that the pump's quick bolus/wake button required multiple presses to activate the screen. There was no adverse impact on the customer¿s blood glucose level as it remained within normal range. Customer continued to use pump for insulin therapy.